Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the implantable cardioverter defibrillator (ICD) the patient developed a hematoma. A pocket revision was performed to evacuate the hematoma. The ICD remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.